Event description:
Baxter italy reports home pt reported a leak with the homechoice set, noted when the pt connector of set became disconnected during automated peritoneal dialysis treatment. Per affiliate, the pt received antibiotics at the hospital as an outpatient. No further deatils provided by baxter complaint coordinator.